Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "complication derived from the catheter, fragment of the guidewire lodged in the right hemithorax, discussed with a cardiovascular surgeon, at the moment it does not require specific management, once his condition is stabilized, referral to hemodynamics will be indicated to remove the foreign body". The patient's condition was reported to be fine. Additional information was received that "it was necessary to remove the foreign body in hemodynamics".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "complication dervied from the catheter, fragment of the guidewire lodged in the right hemithorax, discussed with a cardiovascular surgeon, at the moment it does not require specific management, once his condition is stabilized, referral to hemodynamics will be indicated to remove the foreign body". The patient's condition was reported to be fine. Additional information was received that "it was necessary to remove the foreign body in hemodynamics".